Manufacturer narrative:
A product sample was rec'd and it is awaiting evaluation. H.3, h.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that the system displayed an error message during a retina procedure. The surgeon and staff performing the surgery contacted technical services and were instructed to replace the cassette. The cassette was replaced and the procedure was completed without consequences to the patient. No add'l info is expected for this report.